Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: undersensing of some r-waves due to varying r-wave amplitude. Recommendation from tech support to program a decay delay of 0 ms and a threshold start of 50% in order to be able to sense some of the undersensed complexes.

Event description:
It was reported that undersensing was observed. Devices parameters were changed but will continue to undersense based on pt's physiology.